Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lower display was missing several lines. Analysis also found the bails and ring attachment were missing. It was noted the device had failed incoming functional test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a display problem. The external pulse generator was returned for service. There was no patient involvement.